Event description:
A report was received that the trial patient was experiencing stabbing pain and pressure due to lead migration. X-ray confirmed lead migration. The trial was successful, the patient underwent a routine trial lead explant, and the patient will proceed with a permanent procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having stabbing pain. X-ray confirmed lead migration. The patient had a lead pull and was doing well.

Event description:
A report was received that the trial patient was experiencing stabbing pain and pressure due to lead migration. X-ray confirmed lead migration. The trial was successful, the patient underwent a routine trial lead explant, and the patient will proceed with a permanent procedure.